Manufacturer narrative:
Sections with additional information as of 27-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern; able to establish contact with customer who stated the replacement products resolve customer¿s initial issue. Customer stated she was not feeling well (not related to diabetes) and did not want to continue with the call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from result obtained during blood test performed on call of 306mg/dl fasting. Customer was also concerned with back to back results; customer did not provide the actual results obtained, only stating they had been in the 200's and 300's fasting. The customer¿s expected fasting blood glucose test result is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/31/2022 and test strips were opened 2 days ago. The meter memory was not reviewed for previous test result history.